Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: none. It was reported that the rx pixel stent was implanted in 2006. On approx four and a half months later, restenosis was confirmed inside the stent. The lesion was dilated using a 2.0 x 15 mm balloon catheter to treat the restenosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Stenosis, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality issue.